Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Update: b5, d9, g1, g3, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty pc board on the connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: did not display an image, instead it is showing an array of colors is due to the performance of an electrical or electronic component was found to be inadequate and a faulty connector due to a faulty pc board on the connector. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchoscope did not display an image, instead it is showing an array of colors. This was found during preparation for use; there was no patient involved.